Event description:
It was reported when using the pyxis anesthesia es system application was not launching in profile mode after the reboot. The customer stated that the users were able to use another machine close by to access the required medications and there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system application was not launching in profile mode. A technical support specialist did remote login to the device and the application was up and someone was logged in. The customer confirmed that the device was functioning as designed. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the bd pyxis anesthesia es system application was not launching in profile mode after the reboot. The customer stated that the users were able to use another machine close by to access the required medications which caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d1, g1, h6 and h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application failed to launch in profile mode. The technical support specialist did a remote login into the device and found that the application was up and noticed someone was logged in. The customer confirmed that the device functioned as designed. The system functioned as intended after the technical support specialist assessed the device.